Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's blood glucose was 549 mg/dl and she was receiving no delivery and motor error alarms on the insulin pump. The customer stated that changing out the sets was not fixing the issue. The customer reportedly tried multiple insertion sites and the no delivery alarm persisted. She had shots as a back-up plan. It was stated that every time the customer would attempt to bolus, she would motor error alarms in addition to no delivery alarms. The customer said that at one point her blood glucose went over 600 mg/dl because her insulin pump did not register a number. Troubleshooting could not be performed for the no delivery issue as it occurred in the past. The insulin pump was not exposed to a strong magnetic field. The customer did not use the sensor feature and was able to rewind the insulin pump. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.